Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 703:00, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation results: the condition of a colleague infusion pump with failure code 703:00 on was discovered and confirmed in the pump's event history by a baxter service technician. This condition was caused by a faulty user interface module printed circuit board (uim pcb). The uim pcb was replaced to correct this condition. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.